Manufacturer narrative:
A ge svc rep performed an onsite investigation. The main cable was reconnected. The sys was working as intended and returned to svc.

Event description:
The customer reported that the system displayed a communication error message. No pt injury was reported.